Event description:
Additional information received reported the patient experienced a sudden onset of increase in tone and difficulty walking. It was unknown what the issue was or if the event was attributed to the device or drug. It was noted that ¿several x-ray and side port withdrawal¿, no dates or results were reported. There was no surgical intervention. The patient was diagnosed with a urinary tract infection after work-up was done. The hcp had been working with the patient and the patient was doing well and recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that sometime over the past week, the patient had a change in therapy effect with a return of symptoms and no therapeutic effect. The patient seemed to be a little tighter at the last refill (date of refill was not reported). This was reported to be a sudden onset of symptoms. The healthcare provider (hcp) tried imaging the catheter and it looked like it was still in the intrathecal space; however, was unable to aspirate the catheter. The pump was used to deliver lioresal additional information received later reported the patient was going to be seen by the neurosurgeon on (B)(6) 2014. A motor study was planned in addition to seeing if the catheter could be aspirated and dye pushed through. A determination will be made regarding a revision based on the results of those tests.